Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace tip was broken. The user completed the procedure using a backup harmonic ace with no further issue reported. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was a fragment that fell into the patient, but it was retrieved during the same procedure. There was no further injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci harmonic ace instrument with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Review of the provided image is consistent with the instrument missing part of the tip. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Manufacturer narrative:
Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have one of the blades broken at the base. A piece approximately 0.074" x 0.384" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h10/h11 for follow-up information.